Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead was dislodged sometime post implant procedure. A fluoroscopy was performed which suspected that the right atrial lead was dislodged as it appeared that the lead had fallen out of atrium. The patient was scheduled for lead revision procedure. The lead was checked prior to procedure and they ran some tests and right atrial lead dislodgement was confirmed. The right atrial lead was explanted and replaced. There were no other visible issues or electrical anomalies noted. No patient consequences were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.